Event description:
On (B)(6) 2013, it was reported that when the insulin level is low in the patient's insulin cartridge the device does not provide and alert. When the insulin is depleted a blockage error is displayed. The patient cannot clear the error without replacing the battery in the infusion device. The date and time are not retained after the battery is replaced. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. E4 were found in the history. The occlusion limits were tested successfully. The warning w1 and e1 were found in the pump history. The mentioned w1 warning and e1 error are no malfunction of the pump. All needed tests are passed and no malfunction could be observed during the iu investigation. The problem mentioned by the customer could not be reproduced.